Manufacturer narrative:
The lot number was not provided/known. The device was requested but not received

Event description:
The doctor reported that an certain® gold-tite® hexed screw at tooth site #7 fractured and the patient presented with the crown and abutment in hand. The screw fragment remains within the nint410 implant. The reported impact to the patient.

Manufacturer narrative:
A certain gold-tite hexed screw was returned. Visual inspection of the as received product identified that the screw had fractured across the threads. The fractured bottom portion was not returned. There were noticeable signs of usage around the threads and the shank. The hex had evidence of wear but did not appear to be stripped. The lot number was not provided/known, therefore the DHR was not reviewed. The reported event was confirmed, as the screw had fractured across the threads. A definitive cause could not be identified. Correction: the abutment screw placement and fracture date was not previously included.

Event description:
The screw placement date was (B)(6) 2016 and the screw fractured on (B)(6), 2017.

Manufacturer narrative:
Product received and ready to be investigated.